Manufacturer narrative:
Further information from the reporter regarding return of the device has been requested. No additional information is available at this time. Device labeling: silicone gel-filled breast implants are prone to unintended instrument trauma during implantation or during explantation. Number 1, 2 shell failure can result from damage by scalpels, suture needles, hypodermic needles, hemostats, and adson forceps and has been observed in explanted device shells using scanning electron microscopy. Allergan¿s (retrieval study) analyses of explanted devices have identified unintended surgical instrument damage as one potential cause of shell failure and thus implant rupture. The patient should be told that the presence of lumps, persistent pain, swelling, hardening, or change in the implant shape may be signs of symptomatic rupture of the implant. If the patient has any of these signs, she should be told to report them and possibly have an MRI evaluation to screen for rupture. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Breast implants are not lifetime devices. Breast implants rupture when the shell develops a tear or hole. Ruptures can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to rupture: damage by surgical instruments, stressing the implant during implantation and weakening it, folding or wrinkling of the implant shell, excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated), trauma, compression during mammographic imaging, and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of rupture for allergan¿s product. It is not conclusively known whether these tests have identified all causes of rupture. Laboratory studies to identify any additional causes of rupture are ongoing. Silicone gel-filled implant ruptures are most often silent. This means that most of the time neither you nor your patient will know if the implant has a tear or hole in the shell. MRI examination is currently the best method to screen for rupture. See table 3 for additional information regarding MRI screening. Sometimes there are symptoms associated with gel implant rupture. These symptoms include hard knots or lumps surrounding the implant or in the armpit, change or loss of size or shape of the breast or implant, pain, tingling, swelling, numbness, burning, and hardening of the breast. When MRI signs of rupture are found (such as subcapsular lines, characteristic folded wavy lines, teardrop sign, keyhole sign, noose sign), or if there are signs or symptoms of rupture, you should remove the implant and any gel you determine your patient has, with or without replacement of the implant. It also may be necessary to remove the tissue capsule. There are also consequences of rupture. If rupture occurs, silicone gel may either remain within the scar tissue capsule surrounding the implant (intracapsular rupture), move outside the capsule (extracapsular rupture), or move outside the breast (gel migration). There is also a possibility that rupture may progress from intracapsular to extracapsular and beyond. In allergan¿s core study, there was a MRI screening cohort who had regular mris to screen for breast implant rupture whether or not they were symptomatic (i.e., MRI cohort) and a non-MRI screening cohort who were not screened with breast implant mris (i.e., non-MRI cohort). The rupture rates in the MRI cohorts were 9.3% for primary augmentation, 5.4% for revision-augmentation, 35.4% for primary reconstruction, and 0% for revision-reconstruction. The rupture rate for the whole MRI cohort in the core study (including augmentation, revision-augmentation, reconstruction, and revision-reconstruction patients) through 10 years was 13.0% for patients and 7.7% for implants. Across all patients in the core study, all ruptures were intracapsular with the exception of 3 cases of extracapsular gel (one rupture progressed to extracapsular gel following exploratory surgery to confirm the rupture and then implant replacement was delayed).

Event description:
Patient reported unknown side rupture. Device remains implanted.